Manufacturer narrative:
Unique device identification(UDI) is not available. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the thoracic probe broke during the surgery. The surgery was completed using navigation and there was no known impact on patient outcome.